Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation occurred. The target lesion was 90% stenosed and located in the left anterior descending artery (lad). The lesion was treated using three passes with the oad at low speed. The crown of the oad was noted to jump on the first pass. After the third pass with the device, imaging was performed and a perforation was noted. A ventricular assist device was inserted and a covered stent was deployed to resolve the perforation. The patient remained in the hospital following the procedure.